Manufacturer narrative:
Updated fields: e1 (event site postal code: (B)(4), h6 (type of investigation, investigation findings, component code, investigation conclusions. A getinge field service engineer (fse) evaluated and taken corrective measures. Operation was confirmed and the equipment is in good condition. The unit passed all functional and safety tests to factory specifications. Unit returned to the customer for clinical use.

Event description:
It was reported that the event occurred during use, patient involvement, there were no adverse consequences to the patient reported/ no impact on patients, discovered by hospital personnel and fst was contacted. The issue was found during use on the patient and reported from the facility. Although the fiber optic connector of this iabp unit was found to be broken, the sensor connector of the concomitant iab catheter was able to be inserted in this connector. This iabp unit was used throughout iabp therapy. There were no adverse consequences to the patient reported additionally a crack was observed at the sensor connector of this iabp unit; however this iabp unit was continued to use on the patient throughout iabp therapy.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a damaged optical sensor connector. The sensor connector of the concomitant iab catheter was able to be inserted in this connector. This iabp unit was used throughout iabp therapy. There were no adverse consequences to the patient reported.